Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported deflation issue and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device and the distal portion not returning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified left main artery. A 4.0 x 28 mm xience prime stent was successfully deployed; however, the catheter could not be withdrawn from the anatomy as the balloon would not deflate and was caught in the stent implant. Several attempts, with additional force, were made to remove the device when the shaft separated inside the anatomy. A snare device was used to successfully remove the separated portion. The procedure was completed at this time. The patient's final outcome is satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.